Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 1.1 and 1.2 were failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1.1 and 1.2 failed. The field service engineer (fse) fse initially replaced the half height pyxibus module controller board, which updated firmware and resolved the failed icon issue, making drawers visible in storage space configuration. After reboot, auxiliary drawers 1.1/1.2 were missing again. The fse replaced the drawer control boards for both half height drawers, ran a firmware update via hardware test application, and rebooted the device. Drawers were failed but remained visible. The system functioned as intended after the field service engineer resolved the issue.